Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. No loose drive support cap anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 120 mg/dl. Customer stated drive support cap was flush. Troubleshooting was performed. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and recommended customer refer to backup plan. The device will be returned for analysis.